Manufacturer narrative:
Radiographic review: screen shot lateral x-rays for l4-5 fusion. Image 2, the graft appears in good location, screws appears under sized. Image 3, interbody graft is backed out position. Image 4, interbody graft position. Image 5, appears to be post revision. Image 6, hardware appears to be upsized. H6: fdr code is updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog #: 54840006545, 510k: #k091974, and UDI #: (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for l4/5 spinal canal stenosis. It was reported that the cage was backed-out and was noticed during follow-up. The reoperation was scheduled for (B)(6) 2021. There was no further complications or symptoms were reported. Additional information was received via manufacturer representative that the revision surgery was performed on (B)(6) 2021. Looseness of ps on both sides was observed, and all of them were removed and replaced. Cage was removed and autologous local bone was filled. Since the bone graft in (B)(6) 2021 showed some bone fusion, only bone grafting was performed and cage was not used. Preoperative information: cage movement was noticed in (B)(6) 2021, but follow-up was observed. Back-out into the spinal canal was noticed when revisited in (B)(6), but there was no symptoms, follow-up was observed. At the time of visit in (B)(6), the appearance of left leg pain led to this reoperation. Additional information was received via manufacturer representative that all implants implanted on (B)(6) 2021 had been removed. All the removed implants were discarded according to the hospital regulations and could not be collected. All total 4 screws were loosened. In addition, regarding the cause of loosening, it was said that the patient was heavy and the bmi was very high, and the corset did not make much sense. It was the view that since the patient started to move one month after the operation, the ps were loosened because the range of motion was not restricted well and instructions for aftertreatment were lack and the patient's bone quality was not good, which led to cage backout.